Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The patient was diagnosed with twiddler's syndrome. The lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.